Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, the root cause could not specify the cause of the foreign material that remained in the device. The investigation also could not be established, the most probable cause of the failures, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had: - residual fluid or foreign matter is leaking from the forceps channel. - no image is displayed. - error e315 there were no reports of patient involvement.